Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. This device delivered three bursts of anti-tachycardia pacing (atp) and eight shocks, exhausting therapy for the episode. Technical services (ts) reviewed the device data and noted that the therapy appeared to be a result of an atrial arrhythmia with rapid ventricular response (rvr). Reprogramming options were discussed with the health care professional (hcp). This device was subsequently replaced due to a therapy upgrade and returned for analysis. No additional adverse patient effects were reported. The device has been received and analyzed.

Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. This device delivered three bursts of anti-tachycardia pacing (atp) and eight shocks, exhausting therapy for the episode. Technical services (ts) reviewed the device data and noted that the therapy appeared to be a result of an atrial arrhythmia with rapid ventricular response (rvr). Reprogramming options were discussed with the health care professional (hcp). This device remains in service. No additional adverse patient effects were reported.